Manufacturer narrative:
(B)(4). Batch # t5cd4p. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with an ecr45m partially fired 1/10 reload loaded on the device. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the upper lid of the device opened and fell off before use. Another device was used to complete the case. There were no adverse consequences to the patient.